Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred and user was unable to clear the alarms. The user's blood glucose (bg) level ranged from 293 mg/dl to 230 mg/dl. The bg level was addressed with a bolus. It was confirmed that the user had an alternate method of insulin delivery.